Event description:
Serious injury involving one person. Pt called dr on 6/19/98 complaining of painful, red, teary, photosensitive right eye. Dr prescribed 1 drop of ocuflox every 4 hours. Dr examined pt on 6/22/98, diagnosed corneal ulcer and increased ocuflox dosage to 1 drop every 1/2 hour. Pt returned on 6/25 and dr prescribed tobradx 1 drop every 1/2 hour. Lens model/water content: newvues/55%; lot # unk; eye involved right; refraction hyperopia; duration of use (in months) wearing modality : 24; number days lens worn: 7; last visit to dr prior to symptoms: 3 months; lens care system used: unk; disinfection system used: b&l saline for sensitive eyes; homemade saline used: no; days lens worn between cleaning and disinfecting; 7; days between cleaning and symptoms: unk; days between symptoms and contacting dr; 1; self-treatment by pt: no; handwashing before lens manipulation: yes; ulcer location: 5 o'clock; visual acuity before symptoms 20/30; visual acuity after symptoms: 20/25; results of culture: unk; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: corneal ulcer; treatment administered: ocuflox and tobradex. Internal ref # 352933.